Event description:
The customer reported via phone call indicating that the insulin pump had prime anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the insulin was dripping from quick release. Customer was advised to change set and agreed to return the product for analysis. The customer was advised that the sets we would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.